Event description:
It was reported to manufacturer that the closing mechanism for the battery cover on the hand held was defective and continues to open. The hand held has been returned to manufacturer and is pending the analysis findings.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.